Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switches (ams) due to high frequency noise on atrial channel was observed during follow-up in clinic. Lead electrical measurements were normal. The cause of noise was unknown. Noise could be due to lead issue or device header connection issue. Programming changes were made and reduction in ams episodes was noted, however, noise was still oversensed. No further intervention was performed. Patient was stable and will continue to be monitored.